Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was unknown. The customer stated that they were sweating while working out. It was also stated that the event occurred about a month ago which lead them to stop using the insulin pump. The customer states that the insulin pump began to work after the month. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, battery tube threads and belt clip slot.